Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report out of range signal on (B)(6) 2014. At the time of contact, the foreign distributor did not report any injury or medical intervention.